Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) screen was frozen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1 (event site postal code) - 308433, e3 is unknown (initially it is submitted as "other healthcare professional"). Additional information was requested from the customer with regard to the repair and status of the iabp, and no repair information nor status of the iabp has been received; however, a getinge field service engineer (fse) is completed repair with all functional and safety tests per manufacturer specifications.